Manufacturer narrative:
Follow-up received on 03-nov-2015: ptc investigation result was provided. The ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we are unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow up information received on 03-nov-2015: this follow up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2406). Consumer reported that in 2012 she went to the doctor to have her tubes tied, when her daughter was (B)(6). Her doctor refused to do a tubal ligation due to her size and offered essure as an alternative. She asked about the nickel in the device, knowing that she was allergic, but doctor told that she would be fine, so as she wanted a sterilization she went ahead. She rebounded from the procedure quickly, but her cycle became very painful and heavy. She requested an ablation and that stopped. Her mental health and ability to follow and remember what she was doing has gotten more difficult, she was exhausted all the time, more susceptible to skin rashes and getting them more often for no reason, as well as bruising easily. She lactated briefly. She had pains in her reproductive areas daily and continually felt as if she had a child kicking her, she can see the flutters. Sex was uncomfortable and so very wet and disgustedly messy so she did not enjoy it anymore. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her periods became heavy and she began having bad cramps (interpreted as dysmenorrhoea). An endometrial ablation was performed one year after essure insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion dysmenorrhoea and menses pattern changes may occur. Given the positive temporal relationship and nature of the reported events, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a medical intervention was required (endometrial ablation). The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (case# FDA-2014-n-0736-1650, awareness date 16-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2013. The consumer wanted a tubal ligation however her physician refused because she was overweight. She had the procedure done, being put under anesthesia even though it was a non-surgical procedure. She was up and around quickly, but her periods became heavy and she began having bad cramps. She had a novasure ablation a year later to reduce cramping and easy flow. She had not had a period but still has cramping and spasms that almost knock her over. She was extremely anxious, agitated and her moods were all over the place, but mainly she wanted to cry. She had a severe increase in migraines and minor headaches, having one almost every day for years. She has tested positive for yeast for years at each annual exam, and has had to go in multiple times or request mesicide (as reported). She was on diflucan for 30 days at one point. Her breasts were tender and she was nauseated for the last 2 months every day long. Follow-up received on 03-nov-2015: ptc investigation result was provided. The ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we are unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her periods became heavy and she began having bad cramps (interpreted as dysmenorrhoea). An endometrial ablation was performed one year after essure insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion dysmenorrhoea and menses pattern changes may occur. Given the positive temporal relationship and nature of the reported events, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a medical intervention was required (endometrial ablation). The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.